Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, none of the settings were working on the cooler heater unit, however, the power indicator was on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.